Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "when blood was collected from the patient, the body of the tube was found to be deformed."

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "when blood was collected from the patient, the body of the tube was found to be deformed."

Manufacturer narrative:
H.6. Investigation summary: mat: 367272, lot 2117624. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode deformed tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.